Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was trying to use the medium-large clip applier instrument, but the clip would not close completely. The tip was slightly bent and out of alignment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip would not close completely, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations was able to confirm/reproduce the reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode are typically attributed to the mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. Additional observation not reported by site: the instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode are typically attributed to mishandling/misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to close the clips completely. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.